Event description:
It was reported that the patient presented remotely via merlin.net experiencing discomfort. It was discovered that the pacemaker was in backup mood. The patient was brought into the clinic and the device was restored. The patient was in stable condition.